Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported that the pump had a cracked battery compartment and a battery life - power issue. The patient had a blood glucose of bg 33-43 mg/dl, dizzy, unsteady, headache, with blurred vision. The patient discontinued pump therapy. This complaint is being reported as the power issue was not resolved and the patient experienced hypoglycemia.